Event description:
It was reported that an ilet charging system exhibited intermittent charging, with the green indicator light sometimes illuminating and other times not, suggesting a possible short in the cord or an issue with the charging pad; the user contacted support and a replacement charging pad was arranged. Symptoms included no device alerts or alarms. Outcomes included shipment of replacement supplies and completion of troubleshooting and education. Investigation included review of the case details and coordination with shipping for replacement to isolate whether the fault was in the cord or the charging pad. Investigation of this case revealed that the issue was limited to the external charger components with inconsistent power delivery. It was concluded that the complaint concerned a malfunction of the charger assembly, and the user was provided a replacement to restore proper charging.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.